Event description:
Patient was on the table having cardiac catheterization procedure following an acute heart attack. One of the vessels (cfx) was obviously closed off due to what seemed like air. As pictures were being taken, we actually watched air go down the coronaries from the medrad. The patient already had a major occlusion of the lad and this additional issue caused the patient to develop cardiogenic shock symptoms that were promptly reversed. The unit associated with this patient, however, were also in use, indicated air, but were not connected to patients at the time.